Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed but the cause is unknown. Two photographs of a 20g powerloc safety infusion set were returned for evaluation. The infusion set contained evidence of use. A bend was seen in the needle shaft part-way between the needle housing and the needle bevel. No obvious damage was seen to the needle bevel; however, due to the quality of the photographs bevel damage could not be excluded. Although the complaint of a bent needle could be confirmed, the observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors for needle damage could include improper needle length selection, insertion of the needle at an angle, or the needle being forced against the port side or base. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "we had a contrast extravasation with one needle that was noted to be bent upon removal from the port." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.